Event description:
It was reported that intermittent high lead impedance measurements were found via (B)(4). Patient was brough in clinic, and all impedance measurements were in-range. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.